Event description:
It was reported that the patient received several vibration alerts. High impedances were observed on rv to svc and svc to can vectors. Physician chose to reprogram the shock vector to rv to can. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.